Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the side panel was broken. There was no patient involvement.

Manufacturer narrative:
Additional information was received that there was no problem with the panel. There was no reportable malfunction.